Manufacturer narrative:
Date of event is estimated.

Event description:
A patient reported it was not working and he does not know if it is the patient programmer (pp) or the implant has quit working. He has had a return of symptoms and not feeling any stimulation on current program 4 even though he had increased stim as high as it can go. He had decreased stim back down to 1.8 on program 4. It was indicated that therapy was on but he did not feel stim. There was no fall or trauma could be related to the issue. He tried all other available programs 1-3 and increased stim as high as it would go in each program but he did not feel any stim on any of the programs. He would follow up with healthcare provider. The event occurred about a week ago. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.